Manufacturer narrative:
The device history records were reviewed and found to be acceptable. The parts have been received however,the investigation has not been completed. An additional report will be submitted as soon as the investigation is complete. Additional lot number cl44260.

Event description:
The reporter stated that a wire was coming out of the tube and cut the pt's trachea. The physician changed the tube and no additional treatment was required. No pt distress was reported. The pt was admitted to the hosp overnight for observation.